Event description:
This complaint is now reportable based on the analysis completed on 12/20/2006. It was reported that during a coronary stenting treatment procedure, the stent could not cross the lesion. The physician attempted to place a 2.75x16mm taxus express2 drug eluting stent, but had difficulty crossing the lesion. It is unk if the procedure was completed or not. There were no patient complications and the patient's condition is reported as "satisfactory/good". However, the returned product analysis confirmed that there was distal stent damage.

Manufacturer narrative:
Visual and microscopic examination of the returned device found distal stent damage. Some of the struts were slightly flared. This type of damage is consistent with the device meeting with a severe restriction during insertion. The hub part of the device was not returned. A break occurred just at the end of the spiral strain relief. No kinks or damage was noticed on the hypotube. Microscopic examination of the balloon found no issues with the balloon material and or the crimped stent. The root cause of the reported complaint cannot be conclusively determined. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications at the time of its release to distribution.